Event description:
It was reported that during implant procedure, the helix of this lead was unable to be extended even after over 40 rotations. The lead was then removed prior to pocket closure and successfully replaced. No adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Manufacturer narrative:
H6 field component codes was updated. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that during implant procedure, the helix of this lead was unable to be extended even after over 40 rotations. The lead was then removed prior to pocket closure and successfully replaced. No adverse patient effects were reported. The lead was returned for analysis.